Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed an alert for polarity switch on the right ventricular (rv) lead due to low pacing impedance in bipolar configuration. It was also noted that there was oversensing noise on the rv lead. Autocapture was turned off and device placed in high output mode. No further interventions were reported. The patient status was not reported.